Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen could not be operated. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) went to the customer site and restarted the device. The touchscreen was confirmed to be inoperable. The asp replaced the touchscreen, and the device was able to be used as intended by the manufacture and returned to full functionality. The investigation concludes that no further action is required at this time.